Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through soft density tissue using the maxcore instrument. During the procedure, the outer cannula allegedly could not be fired. No coaxial needle was used, and the procedure was completed using another device. Reportedly, an expired product had been used on the patient. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through soft density tissue using the maxcore instrument. During the procedure, the outer cannula allegedly could not be fired. No coaxial needle was used, and the procedure was completed using another device. Reportedly, an expired product had been used on the patient. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. In that photo shows the labelling information which is matches with track wise and also a partial maxcore device was shown. Based on the review of the photo, the reported issue cannot be confirmed. Therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was provided. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.